Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: ni/ni/ni - the patient underwent implant of the bard/davol ventralight st mesh. On (B)(6) 2016 - the patient reportedly suffered injury on this date. Attorney reports the patient sustained lasting damages, and injuries from the insertion, use and removal of the mesh.

Manufacturer narrative:
Addendum to the previous information provided. This supplemental emdr is being submitted due to medical records provided by the patient's attorney. Based on the additional information provided the patient who was treated for complex hernia repair experienced hernia recurrence within 12 days of the procedure. The cause of the hernia recurrence was not identified in the medical records. Some adhesion were noted on the displaced mesh at the time of the revision procedure. Recurrence and adhesions are both listed as known possible adverse reactions in the instructions-for-use supplied with the device. The patient was also treated for infection that appears unrelated the device used to treat the hernia. In regards to the patient experiencing infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no connection can be made between the bard/davol device used to treat the patient hernia causing the recurrence to present. At this time no definitive conclusion can be made. In regards to the second ventralight st implanted, post implant the patient had an md office exam where it was noted that the patient was "doing well and everything looked healed." Based on this information, there does not appear to be any type of adverse event associated to the second ventralight st device. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2016 - the patient was diagnosed with a recurrent ventral hernia and underwent repair of the ventral hernia with implant of a ventralight st. On (B)(6) 2016 - the patient was admitted to the hospital where an abdominal CT scan showed early recurrence of her ventral hernia and herniation of a large amount of small bowel through the defect. The patient underwent surgery which included reopening of the recent laparotomy, lysis of adhesions, explant of the ventralight st, bilat abd wall component separation and placement of a non-bard davol "patch" and wound vac. On (B)(6) 2016 - the patient underwent a surgical procedure which included adjusting the non-bard davol "patch." On (B)(6) 2016 - the patient underwent removal of wound vac, ab washout, placement of a second ventralight st mesh followed by closure of abd fascia. The patient was discharged a week later with IV antibiotics for treatment of a mrsa bacteremia and positive surgical site cultures. On (B)(6) 2016 - the patient had routine md follow up office exams with complaints of abdominal pain. An abdominal/pelvic CT scan was performed on (B)(6) 2016 which indicated "that the hernia repair was intact with no seroma, no sign of infection and a normal appearing bowel." On (B)(6) 2017 - the patient had an md office exam where the physician noted that the patient was "doing well and everything looked healed."